Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign: colombia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, lot was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw fractured during attempted insertion. The shaft remains in the patient's bone. Attempts have been made and no further information has been provided.